Event description:
The duett pro sealing device was deployed following an interventional procedure via a 7 fr sheath in the right common femoral artery. Following the deployment, the pt experienced absent pulses and an occlusion was confirmed via doppler. Treatment consisted of surgical intervention. The event was resolved and no further complications were reported.